Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor was flickering. There was no physical damage. The main monitor was functioning without noted issue. It was noted that there was no external monitor connected. The medtronic representative reseated all the cables into the back of the monitor and internally after removing covers with no resolution. The rep swapped the carts with another main cart and the issue persisted with new main cart. There was no visible damage on the screen or cables. The monitor was flickering, but never showed a video disconnected or no video detected message. The monitor did not lose power and the touchscreen stayed functional. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. The monitor was replaced and the system performed as inten ded. Codes b01, c13, and d02 are applicable. H2-h6: the monitor, lot: 18400213, was returned for analysis. Testing revealed that there was no physical damage. The screen did flicker in and out. The touch and sound worked. Codes b01, c13, and d02 are applicable. H2: please see section d9 for when the device was available for evaluation. H2: please see additional codes for the updated annex g code to reflect the afc code assigned to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.